Event description:
The user facility reported that during a therapeutic lithotripsy, the wire joint of the lithotriptor unlocked from the subject lithotriptor handle while the users attempted to crush a large stone. The users reported to have cut the proximal end of the basket wire and utilized an olympus emergency lithotriptor handle to crush the stone and remove the basket. Following, the users implanted a stent inside of the patient. The procedure was reportedly completed with no patient injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The lithotriptor used with the subject device was reportedly discarded following the completion of the procedure. The subject lithotriptor handle was tested with an olympus test lithotriptor. The evaluation confirmed the users' report of the wire joint of the lithotriptor unlocking from the lithotriptor handle when stress was applied to the basket and handle. The holder of the lithotriptor was found loose and the locking screw was found misaligned. The device was forwarded to the original equipment manufacturer for further evaluation. If significant additional information becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in abundance of caution.